Event description:
Caller alleged imprecision with the inratio2 meter. Results as follows: dates: (B)(6) 2012, inratio2 results: 2.0; (B)(6) 2012, initial result: >7.5, repeat: 2.1. Time between testing was five minutes. Last dose of coumadin taken on (B)(6) 2012. Patient's therapeutic range: 2-3. Customer's operational technique: customer sticks the finger before green light is on. Customer milks the finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
User reported multiple results, one of which was beyond the measurable range of the meter. Since this result cannot be specified, no further correlation analysis can be performed. User reported additional result from another different date of testing (2.0 inr from five days prior). Maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than instrument influencing the results. For this reason, no further comparison analysis of this result is appropriate. User reported performing finger-stick too early (before the green light). User reported milking patient's finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking finger can cause interstitial fluid contamination, leading to pre-analytical errors. Either of these issues may be root cause. No product is expected for return. Inhouse therapeutic donor testing with retain strips was performed with reported lot number 275254. Test results as follows: donor: 1, inratio results: (3.8, 3.8, 3.9), reference: 3.02, bias threshold: (2.02 - 4.02), %cv: 1.51; 2, (3.9, 3.9, 3.3), 3.51, (2.51 - 4.51), 9.36. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: review of complaint revealed customer received unexpected inratio results. No lab reference testing has been reported. Root cause could not be determined. Review of complaint revealed improper operational technique. It cannot be ruled out as a cause for unexpected inr results. (B)(4). Expiration is 2013/04. Strip lot in complaint has strip code lw5mu which brick lot number 257219 was assigned and packaged into strip lot numbers 275254, 275252, 275255, and 275253. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4), no further action is required at this time. No corrective action required at this time as no product deficiency was established.